Event description:
I have experienced redness, pain/dryness, light sensitivity and discharge/tearing which seems to coinside with wearing my contact lenses, even when I change to new lenses the problem is recurring.